Event description:
It was reported that the rod broke some time after implantation. The pt underwent a revision surgery to remove the device.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification of deviations in procedure which might contribute to the reported event. The fracture appearance of the breakage is typical of a fatigue breakage. Some portions of the fracture are worn due to friction with the opposite section of the broken rod. No defect of the material was found.